Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Approximately one week later, a revision procedure was performed due to dislocation.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to surgical technique or improper selection of implant. Corrective actions have been initiated to address the reported issue. There are warnings in the package insert that state that this type of event can occur: in warnings and precautions section, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 6 states, "the surgeon is to be thoroughly familiar with the implants, instruments and surgical procedure prior to performing surgery." Number 16 states, "the surgical technique should be followed. Deviations from the surgical technique could result in early loosening/failure of the device, or other adverse events as outlined in the following section. Clinical outcome may be affected by component positioning. Proper placement of the implant should taken into consideration individual patient anatomy as well as surgeon preference. The surgical technique sets forth guidelines for placement of the bi-polar head. The bi-polar head can dislocate." Under possible adverse effects, number 8 states, "dislocation or subluxation due to inadequate fixation and improper positioning.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.